Event description:
A caller reported a cartridge alarm occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. In response, technical support decided to replace the pump and informed the caller that they would receive a replacement pump with updated software and available training through their tandem source account. The caller was advised on backup insulin therapy using multiple daily injections and was given instructions for returning the problematic pump to tandem.